Event description:
It was reported that a patient received discrepant results when testing with coaguchek in range meter serial number (B)(4). The patient's therapeutic range is 2.5 - 3.5 inr. A sample from the patient was tested in the laboratory using the stago neoptimal method, resulting in a value of 3.14 inr. Within 3 hours of the laboratory measurement, a sample from the patient was tested using the meter, resulting in a value of 4.4 inr. On (B)(6) 2022, a sample from the patient was tested in the laboratory using the stago neoptimal method, resulting in a value of 5.8 inr. Within 3 hours of the laboratory measurement on (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 8.0 inr. On (B)(6) 2022, a sample from the patient was tested in the laboratory using the stago neoptimal method, resulting in a value of 4.54 inr. Within 3 hours of the laboratory measurement on (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 6.1 inr.

Manufacturer narrative:
The customer's test strips were not available for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The occupation is patient/consumer.